Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis (characterized by abdominal pain), which warranted antibiotic therapy. The source of the patient¿s peritonitis is unknown; therefore, causality cannot be established. Per the pdrn, the liberty select cycler cannot be ruled out given the pd catheter (not a fresenius product) was found in the proper position. However, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. Klebsiella pneumoniae is considered normal intestinal flora in humans. Based on the information available and the patient¿s continued use of the device; the liberty select cycler and liberty cycler set can be disassociated from the events. There is no objective evidence indicating a fresenius device or product deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient with on continuous cyclic peritoneal dialysis (ccpd) for renal replacement experienced peritonitis. The patient reported that the cycler had alarmed patient line is blocked and they had underwent a kidney/ureter/bladder x-ray (date not provided) and was having surgery. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient¿s pd catheter (not a fresenius product) was evaluated by the surgeon on (B)(6) 2020; however, no intervention was performed. The pd catheter was found to be in the proper position and functioned appropriately when accessed by the doctor. On (B)(6) 2020, the patient presented to the outpatient dialysis clinic with abdominal pain, and a peritoneal effluent fluid culture and cell count was obtained. The patient was treated as an outpatient with intraperitoneal (ip) vancomycin and gentamycin (dosages, frequency, duration not provided). The cultures returned positive on (B)(6) 2020 for klebsiella pneumoniae and the cell count showed an elevated white blood cell (wbc) count (value not provided). The patient is continuing the ip antibiotic therapy and is recovering from the events. The patient¿s pdrn stated the cause of the peritonitis is unknown, and they feel the liberty select cycler (no specific allegation against product/device) cannot be ruled out given the pd catheter was found in the proper position. However, the patient continues to utilize the same liberty select cycler as before the events occurred.